Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; there is only one set of setscrew marks on the is-1 connector pin and it is too proximal which indicates the lead was not fully inserted into the device; full lead analyzed.